Manufacturer narrative:
The pump was returned to animas and evaluated. The pump was intermittently unresponsive to all keypad button presses. The keypad was removed and adhesive was found under the button contacts. The battery compartment was also found to be cracked. The reported cracked battery compartment issue is not likely to cause an adverse event because the issue is generally obvious and detectable by the user and because the issue does not affect the pump's insulin delivery functions. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging that keypad button presses did not activate desired pump functions. The patient claimed that the pump was intermittently unresponsive to ok button presses. The patient did not allege any harm or injury because of the reported issue.